Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement test due to the critical pump error. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. Also the thin black strip located above the lcd display is missing.

Event description:
The customer reported via phone call that the crack at back of battery chamber. The customer¿s blood glucose level was 399 mg/dl. Customer went to swimming. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.